Manufacturer narrative:
(B)(4). Medwatch report# 3005113652-2010-00106 documents the event that occurred during the initial juvederm ultra treatment involving the same patient.

Event description:
Health professional reported that after follow-up visit for additional treatment with juvederm ultra the patient developed "lumps" to the cheek region and was reportedly hospitalized. It is unclear if the hospitalization was due to the adverse events that may be related to the juvederm ultra treatments. During the follow-up visit, the patient had mentioned that they had been prescribed antibiotics for a "tooth abscess." A month prior to the follow-up treatment, the patient had come in for their initial treatment with the juvederm ultra at the "midface and tear trough region". The health professional had reported that two weeks after the initial treatment, the patient had developed "puffy eyes." This event is being reported because allergan's approach to compliance is to resolve all doubt in favor or reporting.